Event description:
Information received by medtronic indicated that the insulin pump had a alarm generated when the pump detects movement in hall sensor counts that were unexpected since the pump did not command motor movement error. Customer stated they were unsure of the leading events. Customer reported magnet on phone case might had been interfering with insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.